Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as due to "flushing was not properly done so air bubbles went to abdomen". The patient was hospitalized for the event and was discharged two days later. The patient was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported) and heparin (5000u, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.